Manufacturer narrative:
The customer support specialist (css) reviewed the instrument logs and recommended the alinity pipettor probe be recalibrated as it had not been calibrated for some time. The alinity pipettor probe was recalibrated and the issue was resolved. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, alinity pipettor probe, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the alinity pipettor probe was identified.

Event description:
The customer observed false positive alinity I total b-hcg result for one patient. The sample was repeated and a negative result was obtained. The following data was provided: initial result = 34.72 miu/ml (positive). Repeat result = < 2.30 miu/ml (negative). There was no impact to patient management reported.